Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an increased amount of air in line alarms were observed during use of an unspecified quantity of novum iq large volume pumps. The alarms occurred with various medications that were being infused. The setting was changed on the pumps to reduce alarms; however, the issue did not resolve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.